Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with an antiseptic solution, using inappropriate tools, multiple tunneling attempts, and the patient not attending their post-op visit have been ruled out as potential causes. However, the patient is a poor surgical risk as they have diabetes and they are a smoker. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 6 "poor surgical risks - peripheral nerve stimulators should not be used on patients who are poor surgical risks or patients with multiple illnesses, active general infections, or other potential surgical risks as identified by the clinician." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has diabetes and is a smoker (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported skin irritation and impaired healing at the receiver site. Antibiotics were prescribed, the patient received wound care, and they were instructed not to wear the device until the site has cleared. The patient was provided a replacement transmitter and as of on (B)(6) 2024, the wound has completely healed and the patient is doing well. It is unknown which neurostimulator was involved with the report of irritation and impaired healing. Therefore, all implanted neurostimulators were reported.